Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was 87 mg/dl. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Insulin pump was received with button error alarm due to moisture damage on keypad traces. Insulin pump had missing display window, cracked display window corner, broken battery tube threads, broken belt clip slot at battery tube threads area and broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.